Event description:
It was reported that the device was used in a colon procedure. It was reported that the device would not staple. There was no patient consequence. Another device was used to complete the case.